Event description:
Coviden valley lab ref (B)(4) rem polyhesive adult patient return electrode lot #92610209x exp. (B)(6) 2021. Bovie pad applied to patient's left posterior thigh, green light on machine illuminated indicating complete contact; upon plugging in bovie pencil, light blinking red indicating insufficient contact; bovie pad site assessed for integrity of pad and skin with no change, all intact. Bovie pad was removed and replaced with different lot number pad with no issue.